Event description:
It was initially reported by the customer that the device was displaying the service indicator. There was no pt use associated with the reported event. Upon initial evaluation by physio-control was observed that the device failed to power on.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of crystal oscillator y4 on the digital pcb assembly. The failed component caused a failure of the device to power on. The customer was provided with a replacement device.